Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
User facility reported two incidents with selector handpieces during one surgical event. When using 1523000m1, surgeon forgot to put on flue which cracked the large tip. Another handpiece had to be used to complete the procedure. There was about 5 minute delay to start the surgery. The second handpiece did not function. The surgeon completed the procedure by switching to a third handpiece which worked fine. The total delay of the surgery is 30 minutes approximately.